Event description:
A report was received that the patient underwent a lead replacement due to contacts being out. The lead replacement was done per physician's preference. Following the procedure the patient reported pain at pocket site. The patient had blisters and drainage around the incision from the lead replacement. The physician indicated that it was due to a reaction to the dermabond used to seal the skin. No infection was suspected. The patient was not provided antibiotics and is reportedly doing well.

Event description:
A report was received that the patient underwent a lead replacement due to contacts being out. The lead replacement was done per physician's preference. Following the procedure, the patient reported pain at pocket site. The patient had blisters and drainage around the incision from the lead replacement. The physician indicated that it was due to a reaction to the dermabond used to seal the skin. No infection was suspected. The patient was not provided antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: precision implantable pulse generator (ipg). The complaint for lead (s/n (B)(4)) was confirmed. Visual inspection revealed the lead revealed five cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. The lead (s/n (B)(4)) passed all tests including visual, impedance, and diameter and electrode pitch test. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.